Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced presyncope/syncopal episodes and was transferred from an outside hospital emergency department. Transthoracic echocardiogram was performed on (B)(6) 2024 and an ejection fraction of 10-15% was observed. There was also mild right ventricular dysfunction with the atrioventricular valve opening every beat, the cannulas well positioned and unobstructed and there were no signs of left atrial appendage thrombus.500 milliliters of intravenous fluid was given. Florinef 0.1mg qd, midodrine 5mg tid were given. Direct current cardioversion (dccv) was administered and successful. The patient's permanent pacemaker rate was increased on (B)(6) 2024 and there was no sign of ventricular tachycardia upon device check.

Manufacturer narrative:
B2 - outcomes attributed to adverse: corrected. D5 - operator of device: corrected. Manufacturer¿s investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the reported events; however, to date no further information has been provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and cardiac arrythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. This section also lists heartmate 3 patient assessment methods, including assessment of the patient¿s level of consciousness. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.